Event description:
Caller reported one false negative urine hcg result with consult diagnostics hcg cassette vs ultrasound result. Pt was tested using consult diagnostics hcg cassette with a negative result. No quantitative serum testing was done, but an ultrasound revealed that pt was 20 weeks pregnant. No further pt info was provided.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01; 100miu/ml hcg urine lot: hcg120223-01; 210iu/ml hcg urine lot: hcg120229-02. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action is required at this time as no product deficiency was established.